Event description:
These devices were reported along with ees# 95209 by the customer, but the devices were discarded. There were (4) 355ld and (3) 512sd trocars that all had broken valves (torn gasket) during a laparascopic cholecystectomy. No further info available other than no consequence to the pt.